Manufacturer narrative:
Evaluation: still under investigation.

Event description:
A female with both common iliac arteries that were about 15mm, underwent aaa repair in 2008. Confirmatory angiography revealed contralateral distal type 1 endoleak. Re-ballooning was not effective. The physician decided to occlude the right internal iliac artery with a coil and another iliac leg graft was placed to extend to the left external iliac artery. Angiography confirmed the endoleak remained on the ipsilateral side. Another MFR's stent was placed on the ipsilateral side, but the endoleak persisted. The physician elected to observe the endoleak.